Event description:
Event description boston scientific received information that this device displayed an elective replacement indicator (eri) and was explanted. There is a concern that the battery depleted prematurely.